Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos/images/videos were provided for review. The investigation of the reported event is currently underway. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent the post ultrasound guided ascites percutaneous drainage catheter placement procedure, the drainage catheter connector allegedly fractured. The procedure was completed by using another device. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. However, two photos were provided for review. The first photo shows a partial view of a clinician holding an implanted drainage catheter in which complete break was noted on the catheter hub. The broken part was noted to be missing from the catheter hub. The second photo shows partial view of a clinician holding a drainage catheter in which longitudinal crack was noted on the catheter hub. Therefore, the investigation is confirmed for reported catheter connector fracture and identified material separation issues for the first device as complete break was noted on the catheter hub and the investigation is confirmed for reported catheter connector fracture for the second device as longitudinal crack was noted on the catheter hub. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (device, component, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent the post ultrasound guided ascites percutaneous drainage catheter placement procedure, the drainage catheter connector allegedly fractured. The procedure was completed by using another device. There was no reported patient injury.